Manufacturer narrative:
Trackwisr ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Hold for sh 6/16/23 the hospital reported that during preparation for an endoscopic vein harvesting procedure they plugged in the vasoview hemopro 2 on the table and heard "beeping" noise from the power supply as if the device was receiving power/energy. They unplugged the device and the beeping sound stopped. When they plugged the cord back into the device, the beeping resumed even though the trigger was not being used. They opened a new hemopro2 and began the case with no issues. The device was not used on the patient; no injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: e3- occupation- corrected to "nurse". The device was returned to the factory for evaluation on 05/22/2023. An investigation was conducted on 05/23/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on either the intact heating wire or the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with the reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue three (3) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation "electrical /electronic property problem" was not confirmed. The lot # 3000310820 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.